Event description:
It was reported that loss of capture and an unstable fixation was observed on the leadless pacemaker during the implant procedure. The physician attempted to reposition the device; however, the helix became stretched. The device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of a stretched helix was confirmed. The reported events of failure to capture and positioning failure were unconfirmed. A visual inspection revealed the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. The inner diameter of the device docking button where the bullets on the tether interact was within specification. A longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis, including output verification, revealed no anomaly contributing to the capturing problem.